Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded high pacing and shock impedance measurements on the date a lead revision procedure was performed to replace the atrial lead implanted with this device. No adverse patient effects were reported. Additional information was received indicating that five years following the event, this ICD was explanted due to normal battery depletion (nbd). The device was kept by the hospital and will not be returned. A new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for resolution to this issue but they were unable to provide additional detail. No additional information is available at this time. Should more information become available, this event will be reopened. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.